Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that cerebrospinal fluid (csf) could not be aspirated via the catheter access port (cap) at the healthcare provider (hcp) office. X-rays were taken to visualize the catheter and a dye study conducted (B)(6) 2014 revealed a very ¿sluggish¿ return of csf. A catheter revision and partial explant/replacement surgery was required for occlusion of the distal catheter segment. The existing catheter was cut and the distal (spinal) catheter segment was removed and replaced. The existing pump segment remained in use, and the explanted component was discarded. The patient experienced increased spasticity and underdose symptoms; specifically return of spasticity and pain in the extremities and hips. The patient was noted to be alive with no injury. The described actions resolved the issue, though the cause was not determined. After the revision the patient could be refilled successfully and was receiving effective therapy. The pump was used to infuse baclofen (unknown). If additional information is received, a follow-up report will be sent.